Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2016-41527.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The customer has had 5 heart attacks since 1999. On (B)(6) 2016, his kidneys shut down and he was placed on dialysis. He was using the insulin pump while on dialysis but his blood glucose was not at stable level. He stayed in the hospital 3-4 days. After dialysis the hospital staff adjusted the insulin pump to 0.5 (the caller could not clarify what settings were adjusted). The customer was dropped off at home by an ambulance on (B)(6) 2016. The insulin pump was in a plastic bag, the customer had low blood glucose and was incoherent. He told his wife that he was sent home to die. He ate food, which raised his blood glucose, and reconnected the insulin pump. Around midnight the caller checked the customer; his hands were cold. The paramedics were called and pronounced him dead. He was still wearing the insulin pump. The caller did not know the customer's blood glucose at the time of death.